Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an app crash alert occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause was the app crashed. No additional event or patient information is available.